Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an upper extremity venous stick procedure the micropuncture hub became separated from the sheath portion while attempting to remove it from a scarred internal jugular approach. Several unsuccessful attempts were made to retrieve the sheath that lodged in the pulmonary artery. The patient remained asymptomatic and was transferred to another facility for cardio-thoracic evaluation. The remaining portion of the sheath was retrieved intact through another endovascular attempt successfully.the patient remained asymptomatic and recovered well.no device remained inside the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as precautions, warnings, potential adverse events, and instructions for proper use of the device. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During an upper extremity venous stick procedure the micropuncture hub became separated from the sheath portion while attempting to remove it from a scarred internal jugular approach. Several unsuccessful attempts were made to retrieve the sheath that lodged in the pulmonary artery. The patient remained asymptomatic and was transferred to another facility for cardio-thoracic evaluation. The remaining portion of the sheath was retrieved intact through another endovascular attempt successfully. The patient remained asymptomatic and recovered well. No device remained inside the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Corrected data: sections (additional clarification of the event received from voluntary event report with report number mw5064430) this device does not receive instructions for use (IFU).

Event description:
The following information was received from a voluntary event report (mw5064430): the patient was referred to interventional radiology for placement of groshong catheter. During the procedure, the 4f micropuncture sheath broke inside the right internal jugular vein. Multiple attempts were made to retrieve sheath from vein; however, the sheath was known to travel into the left main pulmonary artery. Multiple attempts to remove the sheath from femoral approach were unsuccessful. The sheath was eventually removed with no harm to patient.